Manufacturer narrative:
The product has been returned and analysis is in progress. A supplemental report will be filed upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 4 months post implant of this 23mm bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for the replacement was reported as moderate aortic stenosis, moderate aortic regurgitation, and mean gradient of 25mmhg. It was reported that during the explant procedure, there was calcification on the left superior aspect of the left main artery. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appeared distorted and oval-shaped. All leaflets were flexible except where host tissue extends on the inflow. A tear and/or abrasion of unknown origin was observed on the belly of the non-coronary cusp. A large abrasion/tear through the free margin, lunula, and belly of the left cusp appear to be due to contact with long suture tails. The right and non-coronary cusps appeared to be in the open position with the free margin and lunula of the left cusp on the same plane as the coaptive ridge. The right/non-coronary and left/non-coronary commissures appeared intact. A small remnant of off-white pannus appeared to partially cover the left/right commissure. A remnant of pannus remained attached to the inflow base stitching adjacent to the left cusp extending approximately 4mm into the cusp. A remnant of pannus observed on the inferior coaptive area between the right and non-coronary cusps. Remnants of glistening off-white pannus remained attached along the sewing ring. An unknown amount of pannus appears to have been removed during explant. Radiography did not reveal calcification on the returned valve. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. As the analysis revealed no calcification on the device, the allegations of calcification was not confirmed. Most of the structural damage appears to stem from pannus growth throughout the valve. Based on the risk analysis and historical trend, immobile leaflet was one of the most common mechanisms which could lead to stenosis and high gradients. Pannus would be the common cause for immobile leaflet. Pannus growth is an inherent risk of bioprosthetic valve replacement and can be a patient-related condition. H3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.